Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload was received opened with 2 clips loaded and with no apparent damage. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 2 clips as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the clip performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the cartridge. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure on an unknown date and suture was used. During an unknown laparoscopic surgery, the clip could be loaded into an applier, but the clips did not close on a suture. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. Additional information was requested.